Event description:
It was reported that pump experienced malfunction and displayed high blood glucose reading with an unknown specific value. Outcome of the customer¿s blood glucose level was not fully known because customer had not yet taken action to address high blood glucose and no additional information was provided. Customer did not seek help from third parties, technical support guided customer through resetting pump using resettable malfunction code, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem returned.